Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was programmed with the internal bluetooth radio turned on. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.